Event description:
Boston scientific received information that this left ventricular (lv) lead displayed pacing impedance measurements greater than 2,000 ohms and increased threshold measurements. A revision procedure was performed and this lv lead was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.